Event description:
An impella pump was inserted via the right femoral artery in a 49-year-old male who presented with cardiomyopathy and cardiogenic shock. At the time of device support, the patient was receiving inotropes, vasopressors, and mechanical ventilatory support and was classified as scai stage d. During support, the patient was noted to have dark red urine, raising concern for hemolysis. The reported finding improved following volume resuscitation, a suction event, and adjustment of device positioning under echocardiographic guidance, along with clinical measures aimed at reducing afterload. In response to the reported findings, device repositioning was performed. The patient subsequently stabilized following these interventions. Review of the event indicates that hemolysis requiring device repositioning is a recognized clinical occurrence in critically ill patients receiving mechanical circulatory support, particularly in the setting of advanced cardiomyopathy and hemodynamic instability. Comprehensive review did not identify evidence of a causal relationship between the impella and the reported event. The patient survived.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Event description:
Additional information received that the product was not able to be retrieved for return. Patient¿s urine did clear and patient was eventually weaned and explanted.

Manufacturer narrative:
Section b5 was updated based on additional information received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.